Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked glass and end cap address label missing. After battery installation unit gave an unexpected blank display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test, self test, sleep current measurement, and active current measurement due to display anomaly.

Event description:
The customer reported via phone call that the bottom of the insulin pump came off. The customer¿s blood glucose level was 149 mg/dl at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.